Event description:
It was reported that the patient experienced infrequent and unpredictable facial parasthesias and muscle contractions with deep brain stimulation settings between 2.1 and 2.5 volts. The event had been occurring for a few days before (B)(6) 2011. The parasthesias occurred regardless of body position or activity level. Muscle contraction in the upper and lower extremity also occurred during a period of activity. It was noted that the patient's tremor was still well controlled, though the implantable neurostimulator (ins) had migrated from the previous pectoral location down and lateral into the axilla area. Electrode impedance and therapy impedance checks did not find any anomalies. Amplitude was increased and decreased during the impedance check to ensure a variety of feedback. The ins and patient programmer appeared to be in good working order. Additional information received reported that the patient would be scheduled for a surgical revision/troubleshooting session for late (B)(6) 2011.

Event description:
Additional information received indicated that a lead and extension were replaced, although it appeared that this might have taken place in a separate procedure.

Manufacturer narrative:
(B)(4).

Event description:
Additional information showed the patient continued to experience intermittent facial parasthesias and contractions after the replacement of the ipg. The lead and extension were replaced on (B)(6) 2012. Impedance checks and x-rays were performed, but the results were not reported. After the replacement of the lead and extension, the patient has "recovered nicely without any issues."

Manufacturer narrative:
Analysis of implantable neurostimulator (ins): model 37601, serial # (B)(4) determined the ins was functionally okay with no significant anomalies. Good output was achieved only after cleaning ins ports.

Event description:
Additional information received reported that just prior to the patient's first "episode", she was reaching with her left arm outstretched and felt a "pop" in her neck. The "episodes" became more frequent and happened as often as once an hour (30 seconds in duration). Pre-op impedances were checked and found to all be in normal range. Intra-op, the migration of the ins was assessed as accurate. Due to the migration, the removal of the neurostimulator battery was very difficult. The doctor had to pull very hard to remove the device and disconnected the left extension (0-7) from the ins. The doctor successfully replaced the extensions in the new ipg and tied down the ins with silk sutures. Impedances were rechecked and found normal. Post-surgery the patient reported that she did not have any of the formerly mentioned symptoms.

Manufacturer narrative:
The lead and extension have been returned to the manufacturer for analysis. A follow-up report will be sent when the analysis is complete.

Manufacturer narrative:
Final device analysis of the extension revealed no anomalies; extension was functionally ok. Product was segmented from suspected explant damage. Continuity was acceptable in all circuits, and no shorts were noted.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.